Event description:
During review of the in-house programming/diagnostic history database, it was observed that during interrogation on office visit on (B)(6) 2007 the patient's settings were different than what were programmed at the same office visit. The settings found were indicative of a faulted diagnostic test; however, review of system diagnostic testing from office visit on (B)(6) 2007 was within normal limits. The physician corrected the settings; however, the device frequency and magnet on time were not corrected. The device was interrogated prior to the patient leaving the office on (B)(6) 2007 as recommended by device manufacturer to ensure the device is at the correct settings; however, the physician did not correct the settings. No patient adverse events were reported.

Manufacturer narrative:
Analysis of programming history.